Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on 03-may-2017. This retrospective pregnancy case was reported by a regulatory authority and describes the occurrence of pregnancy with contraceptive device ("pregnancy") in a female patient who had essure (batch no. C55828) inserted. Other product or product use issues identified: device use issue "placement of iud in addition" and device ineffective "device ineffective." Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (removal of essure planned). At the time of the report, the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. Further company follow-up with the regulatory authority is not possible. Company causality comment: this spontaneous non-medically confirmed case report, reported via health authority, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a pregnancy with contraceptive device ("pregnancy"). An elective abortion was performed. Removal of essure is planned. The reporter provided no assessment of the causal relationship between pregnancy with contraceptive device and essure. Pregnancy with contraceptive device is serious due to its medical significance and it is anticipated in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use. In cases of essure-use some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this case, no information if a confirmation test was performed was provided. Considering the scarce information provided and the nature of the event, a causal relationship with essure use cannot be excluded. This case was regarded as incident since device removal will be required. A product technical analysis is being sought. Further information cannot be requested.